Manufacturer narrative:
Investigation results: retain: the retained sample was examined on (B)(6) 2024. The results are within specification and are located under (B)(4) . The identity of the retained sample was determined using ir spectrum. The identity of the material of the tubes (amin & epoxid) corresponds to the reference samples. DHR the DHR of the complained batch was checked. There were no abnormalities in the DHR.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that ah plus export 3ml china that was used in a root canal treatment in december of 2023 and no abnormalities were reported. In august of 2024 the patient came into the hospital and reported experiencing pain in their teeth. The doctor found periapical periodontitis, secondary caries and tooth defects. Another root canal was done on the same tooth. The patient currently has no abnormalities. A patient reportedly presented pain on an endodontically treated tooth seven months after treatment. They had to undergo endodontic retreatment, which led to improvement in symptoms. The event description suggests a failure of the endodontic treatment, which is a common complication of endodontic treatment and not necessarily related to the sealer.